Event description:
It was reported that an atrial lead was dislodged and atrial under sensing and atrial high threshold were observed. Atrial sensitivity was reprogrammed to auto correct under sensing and physician was willing to accept high threshold due to it was unlikely that pt would need atrial pacing. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.